Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. The unexpected medical intervention was a result of case specific circumstance as medication was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4)- envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 28mm non-abbott balloon. The valve got fully re-sheathed 1 time due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 4.55mm and left coronary cusp (lcc) was 3.16mm. After the procedure, the patient experienced an episode of non-sustained ventricular tachycardia (vt). For treatment, 2g IV magnesium sulfate was administered. The patient was then monitored for an additional day. On (B)(6) 2026, the vt was resolved and the patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.